Event description:
The customer states that axsym troponin-I results ranging from 3.0 to 4.0 ng/ml were reported on a patient over a period of five days in december 2003. The patient was kept hospitalized and an angiogram was performed which was negative. EKG results were negative. The customer sent sample from the patient to another facility for testing on an alternate method and results were negative. No patient injury was reported.